Event description:
The customer reported an intermittent loss of fluoroscopic x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.